Manufacturer narrative:
(B)(4). The 163667 ¿ modular head component ¿ 557290. Therapy date: (B)(6) 2011. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06744.

Event description:
It was reported patient presented with persistent drainage and erythema approximately 1 month post total hip arthroplasty. Patient underwent irrigation, debridement and revision due to infection. The liner and head components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 11-104050, m/h sld/apx hle rnglc shl 50mm, lot # 799370, catalog #: 15-103202, taperloc microp lat fmrl 7.5mm, lot # 365230. Reported event is considered confirmed per operative notes which stated the patient had an infection and purulent hematoma. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.